Event description:
It was reported that increased pacing impedance and decreased sensing were observed. Sensing amplitude was slightly trending low. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.